Manufacturer narrative:
The subject device was returned to olympus for maintenance. During inspection and testing, the air/water tube and air/water cylinder had foreign objects. The distal end had residual liquid. The foreign objects and residual liquid are due to insufficient cleaning. In addition, the distal end was shaved. The adhesive around light guide lens had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned evis exera iii duodenovideoscope to olympus for maintenance and there was no report of a complaint by the end user. There was no report of patient harm associated with this complaint. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the air/water tube and air/water cylinder had foreign objects. The distal end had residual liquid. The foreign objects and residual liquid are due to insufficient cleaning.

Manufacturer narrative:
H10: it is unknown if the reprocessing steps at the material residue point deviated from the instruction manual.. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: -IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. -IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.